Manufacturer narrative:
Patient weight and ethnicity: unknown, information not provided. Reporter phone #: (B)(6). MFR phone number: (B)(4). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct300 model intraocular lens(iol) was explanted in a secondary surgical procedure from patient's left eye due to residual astigmatism and decreased visual acuity. Additional information received states that no incision enlargement, vitrectomy or sutures were required. The replacement lens used is a different model and different diopter lens. The patient was fine when discharged. Patient/user outcome: visual acuity pre-op (pre-initial implant): 20/100. Visual acuity post-op (post-initial implant): 20/60. Visual acuity post-op (post-replacement): 20/30. No further information received.